Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 7 months post-implant, it was reported that the patient expired and the cause of death was not reported.

Manufacturer narrative:
The product was not returned. Therefore, a correlation between the device and the reported event could not be conclusively determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of the device is 1 year and 7 months. The pump was not explanted from the patient; therefore, will not be returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.